Event description:
It was report that the brake malfunction occurred. A 1.50mm rotapro was selected for use. During the procedure, the rotawire was observed to have exited the central lumen of the rotapro device. The procedure was successfully completed with another rotapro device. No complications were reported.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was report that the brake malfunction occurred. A 1.50mm rotapro was selected for use. During the procedure, the rotawire was observed to have exited the central lumen of the rotapro device. The procedure was successfully completed with another rotapro device. No complications were reported.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. Visual inspection of the device did not identify any damages or defects. Inspection of the device after destructive testing found that the driveshaft (turbine) was corroded. A test rotawire was able to be fully inserted and removed from the device with no resistance or issues. When the rotapro system was connected to the rotapro console and while in dynaglide mode, the ablation button was pressed, the device stalled and did not run. Despite device stall during analysis, the brake defeat button was pushed and was able to engage and disengage properly with the wire without issue or resistance. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected. Product analysis could not confirm the reported event, as the brake defeat button allowed the device to engage and disengage with the wire without issue or resistance. Inspection of the remainder of the device, revealed no other damage or irregularities.